Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/30/2019. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant during procedure. During evaluation of the sample it was observed to be intact. Leak testing revealed there was a rupture in anterior view measuring approximately 0.1 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An error was discovered in initial report. Reportable event is changed from "serious injury" to "malfunction". Also "adverse event code" was placed erroneously in the initial report. Manufacturer #: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 200cc mentor siltex round moderate plus profile memorygel breast implant experienced right sided rupture intra-operatively. As a result, the device was replaced with a 200cc mentor siltex round moderate plus profile memorygel breast implant (lot #: 7435922) on (B)(6) 2019.